Event description:
The report from clinical study (B)(4) for patient with (B)(6), indicated that the procedure was coil embolization assisted with an enterprise vrd (B)(4) and a prowler select plus (mc) microcatheter (606-s255x/lot# unk) of the left intracranial vertebral artery, and one day after the procedure, the patient complained of convergence insufficiency and MRI revealed cerebral infarction in brainstem. Action taken was administration of edaravone. The event outcome as of four days after onset was "resolved without sequelae". According to the physician, the relationship of the event to the vrd was unknown and to the procedure was highly probable because the event occurred in the particular areas where the devices were threaded into and passed through, however the patient did not have symptoms or spasms during the procedure. After the coils were place, no coil or coils protruded from the target aneurysm. Thrombus was not present during initial angiography or any complications during the procedure that may have contributed to the event. During the event, the enterprise stent was patent, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position. No further information was available.

Manufacturer narrative:
The unruptured fusiform aneurysm neck was 9.7mm, and the neck to sac ratio was 9.7mm: 9.7mm. The parent vessel size diameter proximal was 3.4mm and distally was 3.0mm. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, argatroban hydrate 60mg/day: (B)(6) 2011. Heparin 12000u was administered intra-procedurally. The occlusion rate of aneurysm was 90% after the procedure. Prior to implanting the vrd, slimguide/medikit, chikai/asahi intecc, prowler select plus (mc) microcatheter (606-s255x/lot# unk) were utilized. Other devices utilized during the procedure were, excelsior sl10/stryker , radifocus gt/terumo, presedio10 7x30 (lot unknown), orbit complex fill 8x24 (lot unknown), orbit complex fill 6x15 (lot unknown), orbit galaxy complex xtrasoft 4x8 (lot unknown) total 2, deltaplush 3x6 (lot unknown) total 4, deltaplush 2.5x6(lot unknown) total 3, deltaplush 2.5x4(lot unknown), ed/kaneka(total 4), v-track/terumo(total2), and gdc/stryker(total 2). No further information is available and procedural images are not available. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00117 and 1058196-2012-00118.

Manufacturer narrative:
Information was received via the (B)(4) study that one day post enterprise vrd assisted coil embolization of a left intracranial vertebral artery aneurysm the patient had convergence insufficiency and MRI revealed cerebral infarction in the brain stem. Action taken was administration of edaravone. The event outcome four days post procedure was "resolved without sequelae." According to the physician, the relationship of the event to the vrd was unknown and to the procedure was highly probable because the event occurred in the particular areas where the devices were threaded into and passed through. The patient was a male of (B)(6) with a medical history of hypertension and hyperthyroidism. The unruptured fusiform aneurysm neck was 9.7mm, and the neck to sac ratio was 9.7mm: 9.7mm. The parent vessel size diameter proximal was 3.4mm and distally was 3.0mm. Modified rankin scale mrs score on the day of the procedure was 0, six days post procedure was 0 and two and a half months post procedure was 0. Antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel 75mg/day beginning two weeks pre-procedure. There was no thrombus present at baseline. Argatroban hydrate 60mg/day x1 day was administered beginning the day of the procedure. The act was 154 seconds pre anticoagulation, heparin 12000u was administered intra-procedurally with an act of 299 seconds post anticoagulation. The vrd was placed via a prowler select plus 150/5 cm and after implantation of 17 coils the occlusion rate of aneurysm was 90% after the procedure. No coils protruded from the target aneurysm and the enterprise stent was fully expanded and apposed to the vessel wall and in a stable position. The patient had no intraprocedural neurological symptoms and there was no spasm at the site. There were no complications during the procedure that may have contributed to the event. No further information is available and procedural images are not available. The lot number of the prowler select plus that was used to deliver the enterprise is not available for analysis and the lot number is not known; therefore, a device history record review cannot be completed. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2012-00117 and 1058196-2012-00118.